Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had reverted to lantus injections.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.